Event description:
It was reported, the valve was explanted due to leakage/regurgitation. At explant a leaflet tear, calcification, and stiffening of the leaflets were observed. Another bioprothesis was implanted and the patient's status was reported as stable following the procedure.